Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 186 mg/dl. The customer stated that he was changing the reservoir when he observed the blank display. He noted that he tried changing the battery 3 times, but the screen was still blank. Upon troubleshooting, it was found that the display returned. He was advised to monitor the insulin pump and that the battery cap would be replaced. He also reported that the insulin pump alarmed battery out limit after the batteries were kept out of the insulin pump for greater than the duration allowed by the device. He was advised that this was normal device behavior. The customer performed priming on his own. Nothing further reported.